Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately on (B)(6) 2026, the patient experienced low blood sugar (unspecified if from cgm or blood glucose finger stick values) at school that did not alarm on the dexcom receiver. Due to the missed alert, the patient fainted/passed out. An ambulance responded and transported the patient to the hospital. While in ambulance, the patient was provided (unspecified) treatment to bring his glucose levels back up. At the hospital, he received IV fluids stabilize blood sugar. A CT scan was performed due to a concussion sustained from fainting. After stabilization and evaluation, the patient's condition improved, and the patient was discharged. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.